Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced pcb inverter dc to ac and also the pcb color video receiver which corrected half of the user interface going dark. The unit and passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer, that during a routine check, the cs300 intra-aortic balloon pump (iabp) display goes dark on one side. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h4 (manufacture date).

Event description:
It was reported by the customer, that during a routine check, the cs300 intra-aortic balloon pump (iabp) display goes dark on one side. There was no patient involvement and no adverse event reported.

Event description:
It was reported by the customer, that during a routine check, the cs300 intra-aortic balloon pump (iabp) display goes dark on one side. There was no patient involvement and no adverse event reported.